Manufacturer narrative:
Conclusion = refers to the reserve sample test results. The involved device that has not been returned. The involved device has not been returned for evaluation, which limits the failure investigation. A reserve sample was tested and no defects or malfunctions were observed. A review of the complaint files confirmed that this lot number has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. There are many complex clinical variables that may have affected the reported concern of poor gas exchange. However, there is no available evidence that the reported event was related to a product malfunction or defect. Gas transfer performance under standardized conditions is addressed in the device labeling. All available information has been maintained in the quality assurance files for appropriate tracking, trending and follow up.

Event description:
The user facility reported experiencing decreased gas exchange approximately 5-minutes after initiating a bypass procedure. The user determined that it was not necessary to change out the oxygenator during the operation. The case was completed successfully and the patient is reported to be fine.